Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument cable was broken and misaligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the pitch down cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. The pitch up cable is frayed at the distal clevis hub. No other cable damage found. The instrument was returned and evaluated. Per customer reported complaint, failure analysis found that one grip was bent, causing side to side misalignment of grips. There was a .143 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however; likely cause of bending remains overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that damage was likely due to mishandling 80- the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.